Event description:
It was reported that when using the BD Pyxis¿ ES Server, the system had an issue where scheduled reports were not running. When attempting to run a report, the system displayed the error message: An unexpected error occurred, please try again later. The devices affected by this event type could cause a delay in access. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 13-JUN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the scheduled reports were not running. A Technical Support Specialist (TSS) checked Remote Support Service (RSS) and found that the report server had been offline. The TSS validated the issue on the application server and found an unexpected shutdown message. The server uptime was approximately 24 hours, which aligned with the time the report server went offline. After the customer rebooted the report server, RSS was able to reconnect, and all systems appeared normal. The TSS verified that reports could be run successfully without errors, resolving the issue. The system functioned as intended after the Technical Support Specialist troubleshot the device.